Manufacturer narrative:
The device was returned to edwards and evaluated. During visual inspection, the customer report of calcification was confirmed. All three leaflets were heavily calcified, two leaflets were un-moveable due to calcification. Moderate host tissue was observed on the valve. All three leaflets were fused at 2 commissures by host tissue. Frame distortion was observed on the x-ray, frame distortion was most likely due to explant. The complaint was confirmed based on the condition of the returned valve. Visual inspection identified leaflets that are un-moveable due to heavy calcification on all three leaflets. No IFU/training deficiencies were identified. No manufacturing non-conformances were identified. Given that no allegation of device malfunction was documented in the cer, no further engineering investigation is required. Based on the patient medical history, including renal insufficiency (dialysis), summarized in the patient information section, the root cause of the calcification is likely due to these patient factors. Refer to the medical conclusion provided with this complaint. The complaint was confirmed but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors may have contributed to the event. Since no IFU/training inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Stenosis or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported for degeneration. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), approximately one year post implant of a sapien 3 valve, the valve is degenerated and the patient got a new bioprosthesis.

Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported to have severe stenosis, then clarified as all of the three leaflets were completely calcified, no thrombi nor vegetation suspected. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(4), one year and almost five months after the implant of a 23mm sapien 3 valve by tf approach in the aortic position, the patient developed severe aortic stenosis with an orifice area of: 0.4-0.5 cm squared two months later, the patient was admitted to another hospital complaining of vertigo, progressive dyspnea, and additional headaches. The severe aortic stenosis was already known and a valve replacement was planned. The echo examination showed a severe aortic stenosis with aortic valve area of 0.3 cm&#11040;and moderate aortic insufficiency. The valve was explanted, and replaced by an edwards perimount surgical valve. The explanted valve was completely sclerosed, all of the three leaflets were completely calcified, no thrombi nor vegetation suspected.